Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported she had received a low battery and then a button error. Customer stated her buttons intermittently, she changed her battery and now they weren't responding. Customer states she keeps the device in her bra and it had gotten a little sweaty. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for low battery and failed battery test was also performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.